Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("hashimotos diagnosis"), medical device discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), headache ("having headaches so bad last for 3 weeks"), allergy to metals ("have allergy to nickel"), neck pain ("have pain that shoots from the back of my neck"), ear pain ("ear pain"), dizziness ("dizzy") and head discomfort ("pressure in head"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune thyroiditis, medical device discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, abnormal weight gain, migraine, alopecia, fatigue, headache, allergy to metals, neck pain, ear pain, dizziness and head discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, allergy to metals, alopecia, autoimmune thyroiditis, back pain, dizziness, ear pain, fatigue, head discomfort, headache, medical device discomfort, menorrhagia, migraine, neck pain and pelvic pain to be related to essure. The reporter commented: she have to have a MRI to find out why she was having headaches so bad and last for 3 weeks. Cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible no complaint sample was provided for further investigation therefore the complaint would not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- neck pain, ear pain, dizzy, and pressure in head. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain / in terrible pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("hashimotos diagnosis"), medical device discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), headache ("having headaches so bad last for 3 weeks / really bad headache for 10+ months"), allergy to metals ("have allergy to nickel"), neck pain ("have pain that shoots from the back of my neck"), ear pain ("ear pain"), dizziness ("dizzy") and head discomfort ("pressure in head"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, autoimmune thyroiditis, medical device discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, abnormal weight gain, migraine, alopecia, fatigue, headache, allergy to metals, neck pain, ear pain, dizziness and head discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, allergy to metals, alopecia, autoimmune thyroiditis, back pain, dizziness, ear pain, fatigue, head discomfort, headache, medical device discomfort, menorrhagia, migraine, neck pain and pelvic pain to be related to essure. The reporter commented: she have to have a MRI to find out why she was having headaches so bad and last for 3 weeks. Cross referenced with plaintiff case number : (B)(4). Patient has a really bad headache, she has been dealing with this headache since essure for 10+ months. Patient is not on any migraine pills, and once she gets her thyroid level high enough, she can have her surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain / in terrible pain') and device dislocation ('malpositioned essure device') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("hashimotos diagnosis"), medical device discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), headache ("having headaches so bad last for 3 weeks / really bad headache for 10+ months"), allergy to metals ("have allergy to nickel"), neck pain ("have pain that shoots from the back of my neck"), ear pain ("ear pain"), dizziness ("dizzy"), head discomfort ("pressure in head") and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, diagnostic cystoscopy. And vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune thyroiditis, medical device discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, abnormal weight gain, migraine, alopecia, fatigue, headache, allergy to metals, neck pain, ear pain, dizziness, head discomfort and device dislocation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, allergy to metals, alopecia, autoimmune thyroiditis, back pain, device dislocation, dizziness, ear pain, fatigue, head discomfort, headache, medical device discomfort, menorrhagia, migraine, neck pain and pelvic pain to be related to essure. The reporter commented: she have to have a MRI to find out why she was having headaches so bad and last for 3 weeks. Cross referenced with plaintiff case number : (B)(4). Patient has a really bad headache, she has been dealing with this headache since essure for 10+ months. Patient is not on any migraine pills, and once she gets her thyroid level high enough, she can have her surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter's information added. Event: malpositioned essure device were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 14-sep-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) placed on or around (B)(6) 2014. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive weight gain, excessive migraine headaches, excessive hair loss, hashimotos diagnosis, and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms at hospital and from her physicians but was unable to resolve them. On or around (B)(6) 2015, plaintiff underwent surgery to remove her essure coils. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain/increasingly severe pain and had hashimotos diagnosis (autoimmune thyroiditis). Plaintiff underwent a surgery to remove her essure coils. Pelvic pain is listed while autoimmune thyroiditis is unlisted in essure reference safety information. During essure therapy, pelvic, abdominal, and back pain may occur. In this particular case, pelvic pain started after essure insertion. Given the plausible temporal relationship and the absence of alternative explanation, a causal relationship between pelvic pain and essure cannot be excluded. Considering the pathophysiology of autoimmune thyroiditis and essure local action at fallopian tubes, causality between this event and essure was considered unrelated. This case was regarded as incident, since a surgical removal of coils was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information received on 24-oct-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible no complaint sample was provided for further investigation therefore the complaint would not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this non-medically confirmed spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain/increasingly severe pain and had hashimotos diagnosis (autoimmune thyroiditis). Plaintiff underwent a surgery to remove her essure coils. Pelvic pain is anticipated while autoimmune thryroiditis is unanticipated in essure reference safety information. During essure therapy, pelvic pain may occur. In this particular case, pelvic pain started after essure insertion. Given the plausible temporal relationship and the absence of alternative explanation, a causal relationship between pelvic pain and essure cannot be excluded. Considering the pathophysiology of autoimmune thyroiditis and essure local action at fallopian tubes, causality between this event and essure was considered unrelated. This case was regarded as incident, since a surgical removal of coils was required. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain / in terrible pain') and device dislocation ('malpositioned essure device') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("hashimotos diagnosis"), medical device discomfort ("increasingly discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), headache ("having headaches so bad last for 3 weeks / really bad headache for 10+ months"), allergy to metals ("have allergy to nickel"), neck pain ("have pain that shoots from the back of my neck"), ear pain ("ear pain"), dizziness ("dizzy"), head discomfort ("pressure in head") and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, diagnostic cystoscopy. And vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, autoimmune thyroiditis, medical device discomfort, heavy menstrual bleeding, back pain, abdominal pain, abdominal distension, abnormal weight gain, migraine, alopecia, fatigue, headache, allergy to metals, neck pain, ear pain, dizziness, head discomfort and device dislocation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, allergy to metals, alopecia, autoimmune thyroiditis, back pain, device dislocation, dizziness, ear pain, fatigue, head discomfort, headache, heavy menstrual bleeding, medical device discomfort, migraine, neck pain and pelvic pain to be related to essure. The reporter commented: she have to have a MRI to find out why she was having headaches so bad and last for 3 weeks. Cross referenced with plaintiff case number : (B)(4) patient has a really bad headache, she has been dealing with this headache since essure for 10+ months. Patient is not on any migraine pills, and once she gets her thyroid level high enough, she can have her surgery. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain") and autoimmune thyroiditis ("hashimotos diagnosis") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), medical device discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), headache ("having headaches so bad last for 3 weeks") and allergy to metals ("have allergy to nickel"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune thyroiditis, medical device discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, abnormal weight gain, migraine, alopecia, fatigue, headache and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, allergy to metals, alopecia, autoimmune thyroiditis, back pain, fatigue, headache, medical device discomfort, menorrhagia, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: headaches, allergy to metal . Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible no complaint sample was provided for further investigation therefore the complaint would not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 5-feb-2018: reporter added, events added as follows :- headache, allergy to metal. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.